Event description:
Update (B)(4) 2013: failure due to dislocation; doi; dor.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-32896. 1818910-2013-34707 will be rejected. 1818910-2013-32896 will be kept for investigation purposes.

Event description:
Revision of european hip. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation.